Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, device post paced t-wave oversensing issue was observed with lead noise issue. Programming changes were made to resolve the issue. Patient was stable.